Event description:
It was reported that, the drill bit broke whilst drilling for a proximal humeral screw. No further information was provided.

Manufacturer narrative:
Once the investigation is completed, any additional information will be reported in a supplemental report.